Event description:
It was reported that high, hv lead impedance was observed. The device was reprogrammed. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.